Manufacturer narrative:
(B)(4). Product registration: correction; b5: describe event or problem: correction; d4: catalog no: correction; d4: lot no: correction; d4: expiration date: correction; primary UDI number: correction; g2: report source: correction; h2: type of follow up: correction; h4: device mfg date: correction; h6: correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).